Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.please see updated fields d1,d2,d3,d4,g1, g4, and h4.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 153495 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 153495 and device part number 195-430h / lot 149466. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153495 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is xxxxxxxxx.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The user reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Confirmation testing with (pcr test provided by user's health care professional) generated positive results (CT values not provided). The user stated the patient was symptomatic (symptoms unknown). The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.